Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula kinked event on (B)(6) 2025 to (B)(6) 2025 .the event occurred three hours of insertion. The insertion site was abdomen the blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi) company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information was available.